Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test failed. Share log review show transmitter error found in the log within the investigation window. The customer complaint was confirmed because a transmitter failure error was found in the log.. The reported event of a failed transmitter error was confirmed. :the root cause was determined to be a low transmitter battery that lead to a failure.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.